Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the blue piston turned sideways when giving an IV push. There was no report of patient harm,

Manufacturer narrative:
This file is no longer reportable. The failure investigation determined that the failed set was an unidentified non-carefusion set. The root cause of the malfunction could not be determined.